Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the lifestream. During the procedure, the stent allegedly detached from the catheter. The lifestream was replaced and there was no damage. Another device was used to complete the procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the lifestream. During the procedure, the stent allegedly detached from the catheter. The lifestream was replaced and there was no damage. Another device was used to complete the procedure. There was no patient reported injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H11: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned for evaluation. The stent was present on the balloon but dislodged by 1.5mm over the proximal marker band. The stent was not secure on the balloon; there was no evidence of stent expansion. The balloon did not exhibit evidence of inflation, the pleats, folds and crimp indentations were intact. There was no damage noted. Biological substance was present on the balloon and stent. Therefore, the result of the investigation is confirmed for the reported stent dislodgement issue. The root cause for the reported stent dislodgement issue could not be determined based upon the available information received from the field communication and device evaluation. Labelling review: the instruction for use for this lifestream was reviewed and the following sections are applicable. B indication for use the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. C contraindications the lifestream balloon expandable vascular covered stent is contraindicated for use in: patients with uncorrected bleeding disorders patients who cannot receive recommended antiplatelet and/or anticoagulation therapy patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. Lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system lesion locations subject to external compression d warnings the lifestream balloon expandable vascular covered stent is supplied sterile (by ethylene oxide) and is intended for single use only. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. Do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. Use the device prior to the use by date specified on the package. Should excessive resistance be felt at any time during the procedure, do not force passage. Attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Use only diluted contrast medium for balloon inflation. Do not use air or any gaseous medium to inflate the balloon as this may cause uneven expansion and difficulty in deployment of the covered stent. For the contrast/saline solution, a ratio of 50/50 is recommended. Do not retract the balloon until the balloon is fully deflated under vacuum. Do not expose the covered stent to temperatures higher than 500 °f (260 °c). Eptfe decomposes at elevated temperatures, producing highly toxic decomposition products. Use of a laser on or around the surface of the covered stent may result in damage to the covered stent and could create toxic fumes, which may harm the patient or operator. E precautions the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. Anatomical variances and pre-existing conditions may complicate the procedure; always check he patient¿s medical history before starting the procedure and use caution when advancing the endovascular system through tortuous or difficult anatomy. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Do not use if the delivery system cannot be properly flushed. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Keep dry. Keep away from sunlight. J storage store in a cool, dry place. Keep away from sunlight. Use the device prior to the use by date specified on the package. M directions for use site access and preparation 1 using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2 perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3 select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 5 examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6 flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation 7 a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8 with the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9 induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10 carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11 attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12 verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13 advance the endovascular system over the guidewire into the introducer sheath. 14 further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15 slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16 after covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.